Manufacturer narrative:
Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a abg syringe even with a strong flash of blood filled the hub or needle, but no blood flowed into syringe despite strong pulses palpated. There was patient involved and no harm reported.